Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the led (light emitting diode) on the keypad and power status overlay are dim. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 03apr2019. The customer reports that replacing the power status overlay has corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.